Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the air in the circuit. The exact source of the air alarm cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Unrecoverable venous air alarms occurred during a routine hemodialysis treatment, with visible air in the line. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190 cc. The patient's hgb level decreased from 13.7 g/dl the prior month to 9.4 g/dl. The patient was restarted on epogen. No other medical intervention was required.